Event description:
It was reported that the patient presented for a device implant procedure. Upon inserting the right ventricular lead through the sheath after puncture, it was noted that the lead was broken. The lead was replaced during the procedure to resolve the issue. No patient consequences were noted.

Manufacturer narrative:
The reported event of a broken lead was not confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing, visual and x-ray examinations were normal with no anomalies found.